Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the navigation system and imaging system would not communicate. The site tried a different ethernet cable with no success. The site then rebooted both the navigation system and the imaging system and then communication was gained. This issue occurred intraoperative and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. A manufacturer representative tested communication with the navigation system and the imaging system. He disconnected and reconnected multiple times and communication was always reestablished. He rebooted both the navigation system and the imaging system at different times and it was always able to reestablish communication. A test spin transferred over with no issues. He was unable to recreate any communication issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.